Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the power cord for charging the programmer and the port of the programmer into which it plugs were damaged. It was noted that on bench testing the programmer powered on with a good known power supply however it shut down when the cable was moved. It was further noted that the power cord plug was damaged and the kick stand was loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power cord for charging the programmer and the port of the programmer into which it plugs were damaged. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.